Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
Following a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the patient troponin levels were noted to be elevated. It was determined that a type four non-st elevation myocardial infarction (nstemi) had occurred. Based on the information provided to csi for this event, no medical or surgical intervention was performed to address this issue.